Event description:
It was reported that a skin irritation causing excessive itching and redness had occurred while wearing the pod 72 hours or longer. The patient visited the doctor and was prescribed steroid nasal spray fluticasone propionate for treatment and received cavilon cream from the supplier.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.